Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the customer they are not sure what happened. But stated that they recovered from the error and they proceeded with the case with no further issues. Fse followed up multiple times and was told that they have not had any further issues and that they have used the system for multiple procedures. No site visit was conducted.

Event description:
It was reported that the system displayed a lost pairing message, the instrument arms turned white, and the arms jumped, after which the table automatically re-paired and control was regained without patient harm. It was also reported that the surgeon indicated the controllers moved out of the surgeon¿s hands. Technical support then explained that the system error logs would be reviewed and, upon review, confirmed that there were no current error logs present. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.